Event description:
Ems personnel were attending to a pt, with no pulse and respiration. The pt's ECG was analyzed and a shock advised. On the first attempt to countershocking, the device charged however allegedly would not discharge. Three subsequent shocks were delivered successfully. The pt was not converted and transported to the emergency room. Pt outcome after delivery to the hosp is unknown.